Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was repositioned due to dislodgement and high capture thresholds. At a follow-up, the left capture threshold was found to be greatly increased, x-ray revealed the lead was dispositioned. Then, on a subsequent follow-up one month after, the patient was having inadequate stimulation due to dislodgement. The physician decided to explant and replace the lead. No additional adverse patient effects were reported.